Event description:
Poor rom. Necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Not related to device, op site events: arthrofibrosis, manipulation under anesthesia. Resolution of event is unresolved as of (B)(6)2005.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.